Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Evaluation of returned device; evaluation verified customer information as valid. The graft thickness is out of specification. No abnormalities related to the reported failure no manufacturing or design related trend has been identified. Post market information will continue to be monitored. The root cause of this failure was the meter for graft thickness was reading out of specification when checked against the master thickness standard. In addition the 3 and 4 inch wide clips were worn out of spec and had to be replaced.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeons are complaining the device is out of mechanical calibration, that the graft thickness is different than set on scale. No patient involvement for this event.